Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) was experiencing pocket stimulation depending on body movement. Diagnostic testing was performed and showed normal impedance measurements. An additional diagnostic test was performed and showed invalid impedance measurements depending on the patient's body movement. It was also reported the patient ignored the low battery flag message for the past several months. Subsequently, the last message appeared during the patient's diagnostic testing session and the stimulation was turned off as a result. X-rays were taken of the lead and revealed no breaks and the lead was connected to the ipg header. In turn, surgical intervention was undertaken as the next course of action. During the procedure, the patient's ipg was explanted and replaced. Concomitant product: the implant for the following device is unknown: model: 3189, scs lead.